Manufacturer narrative:
This report is being filed to provided additional information in the describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a shock. The patient was not symptomatic. A stress test was going to be performed to see if there were any morphology changes at higher rates. A technical services (ts) review was needed. Technical services (ts) wanted to know if the file from the recent follow up was available as the data provide only provided information on the programmed vector which was secondary since the implant. Ts noted that no follow up sessions were uploaded showing all vectors for evaluation. Ts reviewed the available information and noted that in the logfile was showing a sudden rate change which was not suggestive of exercise induced morphology change. Ts wanted to obtain sessions files from the follow up or future follow up which included all vectors for review and if there was a desire to consider another vector for programming optimization. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a shock. The patient was not symptomatic. A stress test was going to be performed to see if there were any morphology changes at higher rates. A technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to provided additional information in the describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a shock. The patient was not symptomatic. A stress test was going to be performed to see if there were any morphology changes at higher rates. A technical services (ts) review was needed. Technical services (ts) wanted to know if the file from the recent follow up was available as the data provide only provided information on the programmed vector which was secondary since the implant. Ts noted that no follow up sessions were uploaded showing all vectors for evaluation. Ts reviewed the available information and noted that in the logfile was showing a sudden rate change which was not suggestive of exercise induced morphology change. Ts wanted to obtain sessions files from the follow up or future follow up which included all vectors for review and if there was a desire to consider another vector for programming optimization. Additional information noted that testing showed appropriate device sensing in primary / secondary sensing vectors. Ts noted that no further events recorded and at this time continued monitoring was discussed. If additional events are recorded and electrophysiology (ep) may be appropriate. No adverse patient effects were reported. The device remains implanted.